Manufacturer narrative:
Review of complaint activity did not identify increased complaint activity for lot 92571ui00. No adversel trends were identified for the architect total b-hcg assay. However a non-statistical trend was identified for false elevated results. To evaluate the issue, the historical performance in the field of reagent lot 92571ui00 using worldwide field data was evaluated. The patient median result for the lot was analyzed and found to be comparable to all other lots in the field and found to be within the established limits. This analysis confirms no systematic issue for the lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No further information was provided.

Event description:
The customer reported false positive architect total b-hcg result for one patient. Sample ID (B)(6) generated an initial result of (B)(6) and retest less than 1.20 and less than 1.20. No impact to patient management was reported.